Manufacturer narrative:
The reported event was confirmed cause unknown. Received 2-way foley catheter and a straight tipped syringe. Attempted to inflated the balloon with 10 ml of methylene blue solution using the returned syringe and only 1 ml of solution could be injected. Attempted inflation using the in-house syringe and no solution could be injected. Replaced the inflation valve with the in- house valve and reattempted inflation with both, returned and in-house syringe and no solution could be injected with neither. Dissected the balloon and found the notch was fully perforated. Dissected inflation funnel and found no blockage with pin gages. Appeared to be debris in the inflation lumen. Dissected catheter shaft and there was a blockage inside of the lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, difficulty to inflate and deflate the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, difficulty to inflate and deflate the foley catheter.